Manufacturer narrative:
The insulin pump had no button response due to moisture damage on the keypad traces. No frozen screen noted. Battery out limit and low battery alarm were not verified due to unresponsive buttons. The device also had minor scratches on the display window and cracked reservoir tube lip.

Event description:
Customer reported via phone, the buttons on the insulin pump were not responding. Customer was attempting to do a complete set change and the device had alarmed battery out limit. Customer's blood glucose was unknown. Five minute restart was performed and keypad anomaly persisted. Customer was advised to revert to back up plan and to reset the insulin pump for two hours, if issue persisted to call back. Customer called back. Customer was advised the device need to be replaced.